Event description:
A 26mm diameter x 15mm length aneurx bifurcated stent graft was successfully placed for endovascular treatment of an inflammatory-type abdominal aortic aneurysm in 1999 in a pt with a history of respiratory insufficiency and coronary artery disease. The pt presented with an infection about one year late and subsequently underwent surgical explantation of the device. The pt was treated with antibiotics and is reportedly doing well. It is unknown to medtronic/ave the pathogenesis of the pt's infectious process or whether the pt's inflammatory aneurysm etiology was related to an infectious process. Further info from the user facility is pending at this time.

Event description:
The physician reported that a 6-month follow-up revealed two small fluid collections at the left and right proas but they were not communicating with the aneurysmal sac. The pt was asymptomatic. After a 1yr follow up, the pt presented with complaints of pain located at the left iliac level. A CT scan performed on 3/2000 revealed a fluid collection at the left psoas (muscle of the loins) with inflammatory signs but not signs of infection. The physician reported that the aneurysm sac had decreased compared to previous CT scan. During the pt's hospitalization, the pt developed a fever and painful iliac. The physician performed an exploratory laparotomy. The physician reported that prior to the laparotomy, he did not visualize an aorto-digestive fistula. The fluid collection at the psoas level showed the presence of gram + cocci authenticated like streptococus without any particular resistance. On 3/2000the physician explanted the aneurx stent graft due to the location of the fluid collection and the proximity of the endo-prosthesis without confirming the prosthetic infection macroscopically. The physician stated that during the explant of the stent graft and left limb graft, there was contact between the residues of the evacuated fluid collection and the prosthesis explaining the germ, which was found. It was reported that the endograft was extremely well enclosed with an aneurysmal sac completely thrombosed. The aneurx stent graft was replaced with an intravascular 18x9x9 vascular graft. A follow-up immediately after surgery demonstrated the persistency of the collection of fluid, which was evacuated by a left iliac "under-peritoneal way." The physician reported that the pt is completely autonomous and perfectly healed. Film interpretation by an indepedent physician concluded that the 3/200 CT scan demonstrated an inflammatory abdominal aortic aneursy. The bifurcated stent graft was in good position. Interim development of retroperitoneal abscess. Relationship of inflammatory abdominal aortic aneurysm to subsequent retroperitoneal abscess unknown.